Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned in two pieces. An insulation abrasion at 7.1 to 7.2 cm near the connector region was found breaching the outer insulation and exposing the outer coil. Abrasion are consistent with friction with another implantable device. This most likely contributed to the reported complaint. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise with periods of inhibition. The patient appeared to be doing well. The lead was explanted successfully.